Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 30 mg/dl due to the customer's pancreas was "getting out of the honeymoon phase". The contact declined to provide further information.